Event description:
Attempt to insert a midline catheter- bd first midline catheter 20ga x cm lot # 5115603 left antecubital space failed. Catheter was removed and nurse noted that the catheter tip was broken off. The catheter measured 22cm prior to the insertion attempt and 18cm upon withdrawal. The insertion area was searched and the catheter tip was not searched and the catheter tip was not found. The antecubital area was palpated and the catheter was not felt or visualized. The site was x-rayed and the catheter tip was not visualized.